Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine 50mg/ml; 13.016mg/day via an implantable pump. Indication for use was non-malignant pain and radicular pain syndrome (radiculopathies). The date of the event was (B)(6) 2016. It was reported the patient experienced nausea and vomiting with some increase in pain. The symptoms started on (B)(6) 2016 and gradually got worse. The pump was refilled at the regularly scheduled appointment on (B)(6) 2016. Following the refill the nausea, vomiting and increased pain symptoms got better and were not as bad - however, they were still present. On (B)(6) 2016 the patient presented to the emergency room (ER). On (B)(6) 2016 the representative was notified that the patient was admitted to the hospital. The pump was interrogated and the pump logs did not show anything abnormal such as a motor stall or alarms. All the events in the logs were related to scheduled pump refills. According to the pump logs it appeared the pump was running as it should. The pump rate was changed to minimum rate. The patient had not had any falls or magnetic resonance imaging. The issue was not resolved. Patient status was alive - with injury. It was also noted there was no injury. It was unclear as reported if there was injury or not. Surgical intervention was planned but had not been scheduled for a pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.